Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #231d01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damaged and a partially fired 1/3 ecr45b reload loaded on the device. Further analysis showed that the clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the closure trigger- top was noted to be damaged. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 231d01, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, it was observed that they could not fire and could not open the jaw anymore. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/12/2025. A manufacturing record evaluation was performed for the finished device ec45a with lot number 283d03; and no non-conformances were identified.